Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the entrapment of device (clip becoming caught in anatomy) resulting in slda cannot be determined. Unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. An xtw clip was inserted and was advanced under the valve. However, the clip became entanglement with septal leaflet and chords on septal leaflet. Troubleshooting was performed, but the clip was unable to be removed. Although the clip remained in chordae, it was able to grasp the septal and anterior leaflet. After deployment, it was observed the clip detached from the septal leaflet and chordae, but remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, two additional clips were implanted, reducing tr to a grade of 2. There was no clinically significant delay in the procedure.